Event description:
Tip of laser fiber broke off in patient's kidney while using the homium laser to fragment a renal stone. Tip remains in patient's genitourinary (gu) tract. The physician states it will pass with urine.